Event description:
It was reported that the hand break broke.

Manufacturer narrative:
It was reported that the hand break broke. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.